Manufacturer narrative:
(B)(4). The investigation did not identify anything that would have caused or contributed to the reported event. An additional failure was found during the investigation that did not cause or contribute to the reported condition. The rem was found to be out of specification. The investigation could not determine the root cause. The rem was calibrated to address this failure. The generator was calibrated and testing found the generator functions normally.

Event description:
The customer reported that during a procedure, the forcetriad generator would shut down. No patient injury was reported. Initial evaluation of the incident generator found an unrelated failure, the rem would allow the unit to activate without a return electrode pad connected to the rem port.

Manufacturer narrative:
(B)(4). The incident unit has been received and is under evaluation. When the unit evaluation is complete a follow-up report will be submitted.